Event description:
No additional information received from customer.

Manufacturer narrative:
Correction: updated h9.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previous report. Upon review of complaint record, it was noted field h9 was inadvertently marked as fy24-omsc-06 instead of 3002808148-10/09/2023-001-c . Updated h9.

Event description:
No additional information received from customer.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited the subject device blacked out during use due to a failed circuit board. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: olympus confirmed failure of the circuit board that was considered to have influenced occurrence of the phenomenon indicated by the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.